Event description:
Director of pharmacy was able to replicate free flow artificially by removing then reinserting kinked IV tubing into the b. Braun space pump. We stopped an infusion, removed the line, rotated the line 90 degrees, re-inserted line, and closed the pump door. The IV solution then started to free flow rapidly after the roller clamp was loosened. The free flow locking mechanism (green metal) causes a crease on the tubing when the nurse inserts the line. Subsequent removal then reinsertion of the line can cause a more defined crease and eventually a kink where the crease is at. If the kinked line rotates during the reinsertion of the line, it can prevent the locking mechanism from functioning properly. Locking mechanism will not have enough force to totally close the kinked part of the line, instead, it will actually open up the line where the kink is at.this may occur at random manner since the line must rotate 90 degrees perfectly. As a nurse pulls out and reinserts the IV tubing multiple times because of the air bubble alarms, it can potentially increase the chances of this failure to occur. Free flow will occur even after the rn closes the pump door. Free flow will stop once the rn presses the start button.